Event description:
After zero balancing, the doctor inserted and placed the catheter into the pt. Several hours after placement the intracranial pressure readings was -50mmhg. Before this incident, the doctor experienced abnormal values with the use of two separate catheters on this pt. Those two catheters were discarded. No pt injury was reported.